Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature in addition to a signal artifact monitor (sam) episode that disabled the minute ventilation (mv) sensor. Review of stored electrograms (egms) following the activation of the lead safety switch (lss) feature showed oversensing of noise resulting in inappropriate atrial tachy response (atr) mode switches. Technical services (ts) recommended further in office assessment of the ra lead. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.